Event description:
It was reported initially that there was issues with infusion set not able to prime. Troubleshooting was done and got resolved. Customer's blood glucose was 183 mg/dl. Customer removed infusion set from reservoir to check septum and needle came out, but the p-cap was stuck in the reservoir rubber septum. Customer will send reservoir for analysis. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir and found a needle p-cap lack of septum.